Manufacturer narrative:
The pump was not returned to animas for eval. If the pump is returned, an eval will be conducted and a supplemental report will be filed. Pump settings and delivery totals were reviewed with the reporter and confirmed as accurate. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated at the hospital for elevated blood glucose levels and dka.